Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a second polyp was found at the descending colon and the physician decided to use the subject device again. When they went to release the loop by sliding the slider to the front, the loop went back into the sheath and it cut off the polyp causing bleeding. Two clips were used to stop the bleeding. The colonoscopy was completed without any problem and the patient has been discharged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and no reportable malfunctions were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the slider was excessively pulled during procedure. However, a specific root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use which state: "do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument." Olympus will continue to monitor field performance for this device.